Event description:
It was reported that during intra-aortic balloon (iab) therapy, the "unable to cal. Iab optical sensor" message showed on the pump. The pump displayed no numbers, bp, map or augmentation. They had attempted disconnecting and reconnecting the fiber optic cable. The insertion site was femoral and the patient was on ECMO. The unable to update timing message was constant earlier, so they placed the pump in semi auto. There was a flush bag, cable and transducer present. They were advised to remove the fiber optic cable to attempt to transduce the central lumen. There was a waveform present, they were able to zero and display a bp in the 60s/50s. They reported that the bp displayed looked consistent with aline display. Explained the reason for the fiber optic message due to the narrow pulse pressure that happens often with ECMO patients and iabp. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Initial reporter full name: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender, pressure tubing and the sheath were also returned approximately 46.7 cm from the iab tip. A kink was observed on the catheter tubing approximately 32 cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extender and pressure tubing were performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).